Manufacturer narrative:
Concomitant medical products: w1dr01 ipg implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and oversensing. It was also noted that the noise was able to be reproduced with isometrics. The ra lea remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was reprogrammed, no further noise was noted.